Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject flex video scope device tip was broken. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5 - describe event or problem updated to add the common device name. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the resection sheath tip was broken. There was no harm or injury reported.